Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("5 day heavy bleeding menstrual periods"), back pain ("back pain"), abdominal pain ("abdominal pain"), tooth loss ("teeth falling-out") and dysgeusia ("metal taste"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, tooth loss and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia, pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in an adult female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("5 day heavy bleeding menstrual periods"), back pain ("back pain"), abdominal pain ("abdominal pain"), tooth loss ("teeth falling-out") and dysgeusia ("metal taste"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, tooth loss and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia, pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received : case category upgraded to serious incident. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.